Event description:
It was reported that a exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag had particulate matter in an unspecified location. This was observed during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. E1: initial reporter facility address: (B)(6).

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a particle of foreign matter in the tpn (total parenteral nutrition) solution of the eva (ethylene vinyl acetate) container. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.